Event description:
It was reported that the patient had a micl 12.6 implantable collamer lens implanted in the right eye in 2006. As part of the study, the patient reported she had developed a cataract and had difficulty with lights and night vision. The surgeon's office was contacted in 2009. The cataract was diagnosed in 2008, the cataract had progressed. In 2009, the icl was explanted, iris torn during surgery and three sutures were needed. Icl was exchanged for an iol. The patient was last seen in the same month. The doctor had noted superior temporal ischemia on iris during cataract surgery. There was trauma and induced astigmatism. Next post-op visit scheduled for 2010.

Manufacturer narrative:
Secondary surgery - incision sutured - glare, astigmatism - iris trauma. Results - a work order search was conducted and there was no similar complaints found.